Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The wife states the customer has been running in the 400mg/dl to 500mg/dl range. The wife states the pump will only deliver one unit and the battery is not lasting as long as it should. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 223mg/dl. The customer states the cannula was found to be bent, and they received no delivery alarm. Troubleshoot was conducted, and the no delivery alarm was resolved by a complete set change. The customer was advised that replacement supplies would be sent out. No further assistance needed at this time.